Event description:
It was reported that an ilet pump displayed repeated alerts after charging, including prompts to check weight, insulin set expired, and a persistent ¿restart 42 ¿ insulin, current sense failure,¿ and the device continued to request restarts despite multiple attempts. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included temporary interruption of insulin delivery due to device shutdown and planned replacement. Investigation included technical troubleshooting with the user and education on device shutdown and data sync procedures. Investigation of this case revealed a malfunction related to the insulin sensing function that triggered a restart loop. It was concluded that the event was due to a device malfunction, and the user was instructed to continue glucose monitoring with dexcom and to initiate the standard startup on the replacement device.